Event description:
The pt received two percutaneous leads (from the same lot) as part of her scs system. It was reported, the pt experienced ineffective stimulation coverage. The physician decided to explant and replace the leads and implant an additional lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.